Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The guardian reported that the patient was using the omnipod 5 system with dexcom g7 continuous glucose monitor (cgm). On (B)(6) 2026, the cgm displayed a glucose value of 19.8 mmol/l. The patient subsequently experienced severe hypoglycemia, including unconsciousness, foaming at the mouth, and turning blue. A fingerstick blood glucose measurement was obtained prior to emergency medical services (ems) arrival; however, the value was not recalled. Ems was contacted and arrived. Following administration of two glucagon nasal sprays, a second fingerstick blood glucose measurement was reported as 1.5 mmol/l (27 mg/dl). The patient was transported to the hospital, admitted for overnight observation, and discharged the following day. The reported diagnosis was hypoglycemia. Information regarding pod use during medical attention was unavailable.